Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion with moderate calcification was located in the mildly tortuous superficial femoral artery. On the first inflation f/g sterling otw 5.0 x 20/80 (4f) balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different bsc device. The patient status is good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to the performance being limited by interaction with other devices, interaction with patient anatomy or other procedural factors.